Event description:
It was reported that leakage occurred during use with a connecta wht 360deg tb 25cm. The following information was provided by the initial reporter, "by using the material we have detected that many units are leaking, which makes it difficult for the results to be correct..."

Manufacturer narrative:
A device history review was conducted for lot number 9151922. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a connecta wht 360deg tb 25cm. The following information was provided by the initial reporter, "by using the material we have detected that many units are leaking, which makes it difficult for the results to be correct..."